Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa and clip jumping could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, causes for the reported clip opening during efaa and clip jumping could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the xtw clip failed to establish final arm angle (efaa). It was reported that on (B)(6) 2022, the patient presented with grade 4 functional tricuspid regurgitation (tr). All devices were prepared per IFU. An xt triclip was implanted successfully. Next an xtw was advanced and placed on the leaflets. During efaa the clip jumped open. Several attempts were made, but the same issue occurred. The clip was inverted and removed without issue. A new xtw triclip was implanted successfully, reducing tr to grade 2. The outcome was good and there was no adverse patient effect or a clinically significant delay in the procedure. Subsequent to the previous report, the additional information was received that this was a trial patient: crd_993 - bright EU pas study report. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with tricuspid regurgitation (tr) grade 4 and 5. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).